Event description:
A health care professional (hcp) reported that there had been an incorrect surgical result after using the iolmaster 500 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange was performed to correct the patient's vision.